Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was no longer functioning. It was reported that they fell off a scooter and damaged the insulin pump. The customer¿s blood glucose during the incident was unknown. The seal at the reservoir compartment was broken. It was reported that they have been receiving replace battery now alarms since the fall. The device will be replaced and was returned for analysis.

Manufacturer narrative:
Findings: insulin pump received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.